Event description:
It was reported the pt is not receiving stimulation. The pt is unable to communicate with his ipg using his external devices. The pt stated he turned his scs system off on (B)(6) 2013 when he went to the hosp for treatment of a non-scs related health issue. The pt also stated he last charged his ipg approximately one week prior to going to the hosp. An sjm rep met with the pt and was unable to communicate with the ipg with either the pt programmer or charger. A replacement charger and programming did not resolve the issue either. The pt is pending a f/u with the sjm rep to evaluate the location and the position of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.